Event description:
A (B)(6) result was obtained by the customer and (B)(6) when compared to repeat testing on other (B)(6) test methods. The original patient sample was retested on the advia centaur xp and the results were (B)(6). The (B)(6) result was not reported. There was no known report of adverse health consequences due to (B)(6) results.

Manufacturer narrative:
There are no known system issues that may have contributed to (B)(6) results. No conclusion can be drawn. The instrument is performing within specifications. No further evaluation of the device is required.